Manufacturer narrative:
The device was reprogrammed and the undersensing was resolved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Review of device memory by a boston scientific technical services (ts) consultant also noted the device had decreased right ventricular (rv) pacing impedance and amplitude measurements. Ts recommended further evaluation of the system.

Event description:
Boston scientific received information that the patient implanted with this device developed ventricular fibrillation (vf). Upon interrogation of the device, undersensing was noted on the right ventricular (rv) channel. The physician suspected the undersensing led to the vf. No further patient effects were reported.